Event description:
It was reported that the ventricular lead was inadvertently dislodged during a heart surgery procedure. The lead was removed, and another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, was breached cut, and had a cosmetic depression. The lead also had apparent explant damage.